Manufacturer narrative:
Concomitant medical products: 3357-40c ICD implanted: (B)(6) 2016; 5524m-53 lead implanted: (B)(6) 1995.

Event description:
It was reported that the right ventricular (rv) lead had low and high impedances. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.